Event description:
A peritoneal dialysis (pd) patient reported a blocked line during fill 1 of treatment. Upon follow up with the pt's pdrn, it was reported the pt developed peritonitis due to a "break in technique". The pt's transfer set loosened, and the pt caused touch contamination when attempting to reset up. The pt's effluent was cloudy. A culture of the pt's pd fluid was taken on (B)(6) 2013. It was discovered that the organism found was staphylococcus lugdunesis. The pt was given vancomycin 500mg and fortaz 1 g to treat infection. The pt was also given heparin due to the fibrin that was found in the line. The pt trends to be constipated and was advised to take stool softeners as well. The pt is fine and continues treatment as normal.

Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.